Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose 54 mg/dl on (B)(6) 2018. The time of the incident is 1:30 pm. Customer did not have symptoms. Blood glucose value when admitted to hospital was 61 mg/dl. Customer blood glucose reading at the time of the incident was 61 mg/dl. Customer current blood glucose reading was 91. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer did used the insulin pump with 48 hours. Customer was treated with food. The names of the hospital customer visited is (B)(6) medical center. Customer reported their incident and phone is unavailable. Customer did not perform carelink upload. Customer was went into a coma but the cause was unknown. Customer did not perform hp test. Infusion set was last changed is (B)(6) 2018. Products will not be returning for analysis.